Event description:
The user facility reported that the patient was being placed on impella cp for hemodynamic support. It was reported the patient had two runs of ventricular fibrillation which were converted by implantable cardioverter-defibrillator (ICD). Suction alarms were above p4. The family withdrew care and the patient expired after 7.65 hours on impella support. No allegations were made towards the impella for cause of death. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.